Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the tortuous saphenous vein graft to the distal right coronary artery. After a samurai rc guide wire crossed the lesion and a 6f guidezilla ii long extension catheter was placed for support, a 300cm non-bsc wire was advanced across the lesion and a threader balloon catheter was advanced for predilation. After predilation was performed, the balloon was removed and a 4.00 x 20mm synergy ii drug-eluting stent (des) was advanced for treatment. However, the physician felt a catch while the stent was at the collar of the guidezilla. Upon viewing the stent at the collar, it was noted that the stent had moved half off the balloon but was retained on the stent delivery system (sds). The guidezilla and the sds were removed as a one unit. When the device was removed, it was noted the stent was crumpled but in tact on the sds. A new guidezilla 6f long extension catheter was used and a new 4.0x20mm synergy des was advanced but failed to cross the lesion. The device was removed and a 3.5x12mm nc emerge balloon catheter was advanced for predilation. Then the 4.0x20mm synergy des was re-inserted and was successfully deployed in the lesion. The stent was post dilated with a 4.0x12mm nc emerge balloon catheter. A second synergy des was placed at a more distal lesion, intravascular ultrasound was obtained and the procedure was completed. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: synergy ii us mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified that the stent was damaged and had moved proximally on the balloon such that the stent was covering the proximal balloon cone. The balloon was reviewed and no damage was noted to the balloon. The folds of the distal balloon cone and the exposed balloon wall were tightly wrapped and evenly folded. The proximal balloon was covered by the stent. It did not appear that the balloon had been to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct crimping and positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Returned to manufacturer date updated from 09/19/2018 to 10/01/2018. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the tortuous saphenous vein graft to the distal right coronary artery. After a samurai rc guide wire crossed the lesion and a 6f guidezilla ii long extension catheter was placed for support, a 300cm non-bsc wire was advanced across the lesion and a threader balloon catheter was advanced for predilation. After predilation was performed, the balloon was removed and a 4.00 x 20mm synergy ii drug-eluting stent (des) was advanced for treatment. However, the physician felt a catch while the stent was at the collar of the guidezilla. Upon viewing the stent at the collar, it was noted that the stent had moved half off the balloon but was retained on the stent delivery system (sds). The guidezilla and the sds were removed as a one unit. When the device was removed, it was noted the stent was crumpled but in tact on the sds. A new guidezilla 6f long extension catheter was used and a new 4.0x20mm synergy des was advanced but failed to cross the lesion. The device was removed and a 3.5x12mm nc emerge balloon catheter was advanced for predilation. Then the 4.0x20mm synergy des was re-inserted and was successfully deployed in the lesion. The stent was post dilated with a 4.0x12mm nc emerge balloon catheter. A second synergy des was placed at a more distal lesion, intravascular ultrasound was obtained and the procedure was completed. No patient complications were reported and the patient's status was stable.